Event description:
The ptca/stent procedure involved a very tortuous and calcified circumflex. Upon trying to navigate through the vessel, the device was pulled back and the stent then became dislodged. An attempt was made to retrieve the stent, but it was not successful. The stent remains in the pt.